Event description:
A system board from a ventilator was returned to the manufacturer due to the ventilator not charging the battery. There was no harm or injury reported. Arrangements were made for the replacement of the system board. During the evaluation of the system board at the product investigation lab (pil), a ventilator inoperative error code was found in the downloaded error log.